Event description:
It was reported that pump battery did not charge reliably unless charging cable was held in place or pump was positioned carefully, despite use of tandem cable and wall adapter and no visible damage to usb port. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.